Manufacturer narrative:
(B)(6) one 5.5mm incisor plus platinum series device was received for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the returned device was evaluated for rotation and the device was found to rotate freely, with no friction. A small burnished area was observed on the tip of the inner edgeform at the location were the inner rotates against the outer tip. However, no material debridement was evident. The area void of plating appears to have been due to an adhesion issue. It was visually confirmed that the plating is peeling on the surface of the inner blade. A review of the device history records was performed which confirmed no inconsistencies (method code 3317). A root cause could not be determined. The company will continue to analyze additional complaints as they are reported. Missing information from this report is identified as a blank, unknown and as no information (ni). This information was not provided in the reported event or available at the time of report submission. (B)(4).

Event description:
During an acl (anterior cruciate ligament) reconstruction it was reported there were metal filings in the joint. Another shaver blade was used to remove them. There was a five minute delay and no patient injury was reported.